Event description:
The customer contact reported a leak of a radioactive isotope. The tubing set was being used to deliver approximately 1ml of an unspecified radioactive isotope via IV push. The option-lok male adapter of the tubing set was connected to the patient's IV access site. At an unspecified time, the male adapter of an unspecified syringe was connected to the clave port of the extension set to deliver the radioactive isotope. The customer contact reported that after 0.5ml of solution was delivered, solution leaked "where the clave meets the tubing." The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the leak of solution was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.